Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4) infection is labeled in the IFU. (B)(4) explant is labeled in the IFU. Two images of the explants were provided to assist in this investigation. The zenith device has completed design control requirements, showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Pt had another manufacturer's device implanted (unk date) and an aortoenteric fistula was diagnosed in (B)(6) 2005. The complaint device was implanted in (B)(6) 2005. Infection was likely present at a follow-up in (B)(6) 2011 and the devices were explanted. Pt outcome was not reported. By report, the complaint device did not contribute to the event. The complaint will be trended as an aortoenteric fistula. The physician contributed the event to disease progression. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). Qera was revised in response to this event. Based upon the conclusion of qera, further risk mitigation is not required at this time.

Event description:
Dr #1 contacted cook rep saying that he had just explanted a zenith aaa main body and iliac leg on pt that had been transferred to their facility. Pt had history of aorticenteric fistula from as early as (B)(6) 2005. He said at that time that pt may have had another manufacturer's endoprosthesis implanted. Pts op-notes show that pt received a zenith main body and an iliac leg graft in (B)(6) 2005 by another physician. Dr #1 states that op note only shows main body and iliac leg being implanted in (B)(6) 2005 but photo shows what appears to be 2 zenith iliac leg grafts on explant (possibly 2nd iliac leg was implanted at another time as secondary intervention). The 2nd photo shows there is a hole in the main body graft but dr #1 states he feels this hole was most likely caused by the explant process and does not feel the hole was present before explant. Dr #1 stated that pt received follow-up in 2006, 2007, and 2008 from dr #2, in 2009 from physician #1, and in (B)(6) by dr #3. It sounded like some type of infection was going on at the (B)(6) 2011 follow up. At that time, pt may have been seeing the internal medicine service. Pt was transferred to hospital last night from outside facility requiring explant of endograft. Dr #1 stated that explant and open repair was challenging but successful. He does not feel that the device contributed to problem. At this time, no imaging is available other than photos of explant physician provided. There was no pt outcome info provided by the reporter.